Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Customer's blood glucose level was 55-499 mg/dl. Customer loaded a new cartridge onto the pump and resumed insulin delivery.